Event description:
Distributor representative reported that during microelectrode recording, patient experienced an intracranial bleed. Case was aborted and patient was taken to CT. Patient was transferred from the hospital to a skilled nursing facility.

Manufacturer narrative:
Distributor representative followed up with the surgeon in the case. The surgeon did not attribute the intracranial bleed to any defect in the electrode, and felt it was a known possible complication of the surgery. The electrode was not retained, as it was felt it was not the cause of the bleed. No further evaluation of the product is possible.